Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number. Therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2019. The patient had spaceoar injection transperineally with tavanic ab prophylaxis, then collapsed afterwards. On (B)(6) 2019, the patient continued with tavanic 500mg twice. On (B)(6) 2019 cortisone was stopped. On (B)(6) 2019, the patient received high dose rate (hdr) brachytherapy on the following day, on (B)(6) 2019 the patient reported right hip pain. On (B)(6) 2019 the patient was treated with innohep 4500 x1 before long flights. On (B)(6) 2019 patient had xofigo x 6. On (B)(6) 2019, magnetic resonance imaging (MRI) was performed and showed avascular necrosis in right hip with wide inflammatory process in the surrounding tissues. Patient had conservative treatment. On (B)(6) 2019, high dose rate (hdr) brachytherapy was delayed due to prostate and rectal pain. On (B)(6) 2019 the patient was treated with neoproct supp x 2, tadalafil 5 mg x 1, tramal retard 100 mg x 2, burana slow 800 mg x 2, tamsulosin x 2 with ibuprofen 600mg x 2-3. On (B)(6) 2019 the patient was given tramal 200 mg x2. On (B)(6) 2019, sodium fluoride positron emission computed tomography (naf-pet-CT) images showed a small air collection seen anteriorly in the lowest part of the rectum. On (B)(6) 2019, patient was treated with litalgin 500/5 1-2 x 3 pregabalin 150mg x 2. On (B)(6) 2019 the day after the last high dose rate (hdr) brachytherapy the patient developed high fever and was given invanz 1g x1 for infection and oxynorm 5mg 1-2 every 4 hours per need. On (B)(6) 2019, magnetic resonance imaging (MRI) from (B)(6) shows air in the spaceoar collection, indicating there is likely a fistula from the rectum. The collection of air indicates there is an infection. The collection has not enlarged and there are no reactive or infectious signs immediately around it. Actually the spaceoar collection has already partly resorbed and what is left of it is between the prostate and the rectum. On (B)(6) 2019, a laparoscopic loop ileostomy was done and flexible sigmoidoscopy in beijing. The perineum was normal in appearance. The endoscopy revealed a necrotic appearing area of the distal rectum without obvious fistula, no purulent discharge. The necrotic area encompassed about 1/3 the circumference at the distal rectum near dentate line. On (B)(6) 2019, the patient received hyperbaric oxygen (hbo) 40 times in (B)(6). Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2019. The patient had spaceoar injection transperineally with tavanic ab prophylaxis, then collapsed afterwards. On (B)(6) 2019, the patient continued with tavanic 500mg twice. On (B)(6) 2019, cortisone was stopped. On (B)(6) 2019, the patient received high dose rate (hdr) brachytherapy on the following day, (B)(6) 2019, the patient reported right hip pain. On (B)(6) 2019, the patient was treated with innohep 4500 x1 before long flights. On (B)(6) 2019, patient had xofigo x 6. On (B)(6) 2019, magnetic resonance imaging (MRI) was performed and showed avascular necrosis in right hip with wide inflammatory process in the surrounding tissues. Patient had conservative treatment. On (B)(6) 2019, high dose rate (hdr) brachytherapy was delayed due to prostate and rectal pain. On (B)(6) 2019, the patient was treated with neoproct supp x 2, tadalafil 5 mg x 1, tramal retard 100 mg x 2, burana slow 800 mg x 2, tamsulosin x 2 with ibuprofen 600mg x 2-3. On (B)(6) 2019, the patient was given tramal 200 mg x2. On (B)(6) 2019, sodium fluoride positron emission computed tomography (naf-pet-CT) images showed a small air collection seen anteriorly in the lowest part of the rectum. On (B)(6) 2019, patient was treated with litalgin 500/5 1-2 x 3 pregabalin 150mg x 2. On (B)(6) 2019, the day after the last high dose rate (hdr) brachytherapy the patient developed high fever and was given invanz 1g x1 for infection and oxynorm 5mg 1-2 every 4 hours per need. On (B)(6) 2019, magnetic resonance imaging (MRI) from china shows air in the spaceoar collection, indicating there is likely a fistula from the rectum. The collection of air indicates there is an infection. The collection has not enlarged and there are no reactive or infectious signs immediately around it. Actually the spaceoar collection has already partly resorbed and what is left of it is between the prostate and the rectum. On (B)(6) 2019, a laparoscopic loop ileostomy was done and flexible sigmoidoscopy in beijing. The perineum was normal in appearance. The endoscopy revealed a necrotic appearing area of the distal rectum without obvious fistula, no purulent discharge. The necrotic area encompassed about 1/3 the circumference at the distal rectum near dentate line. On (B)(6) 2019, the patient received hyperbaric oxygen (hbo) 40 times in karolinska. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. Additional information received on december 11, 2023. It was reported that the patient experienced a grade two rectal wall infiltration. In the physician's assessment, the fistula was not related to the spaceoar placement, however, it is possible that the spaceoar placement may have been a factor which put the patient at somewhat of a higher risk for fistula formation given the high-risk context. It was also reported that as a result of the pain, the patient underwent an MRI and proctoscopy which delayed the patient's treatment.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device upn and lot number. Therefore, the lot expiration and device manufacture dates are unknown. Block h6: clinical code e2326 captures the reportable event of inflammation. Clinical code e2330 captures the reportable event of pain. Clinical code e1906 captures the reportable event of infection. Clinical code e2314 captures the reportable event of fistula. Clinical code e2401 captures the reportable event of injury, nos (not otherwise specified). Device code a1502 captures the reportable event of misplacement non-vascular. Block h11: blocks b1, b5 and h6 have been updated based on additional information received on december 11, 2023.